Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when mobilizing the stomach during a laparoscopic sleeve gastrectomy, the surgeon complained of significant ¿instrument drag¿ with the trocar and the sleeve ended up coming out a few times. There was no patient injury.